Event description:
It was reported that during an atrial fibrillation (af) ablation procedure, the pt developed cardiac tamponade. The physician performed the transseptal puncture with a sjm brk transseptal needle and a sjm sl1 sheath. The physician then began performing geometry creation in the left atrium with the cool path duo catheter and an optima 20 pole catheter. The physician encountered difficulties creating geometry of the right sided pulmonary veins with the cool path duo. When the geometry creation was near completion, the pt became hypotensive and developed cardiac tamponade. A pericardiocentesis was performed to stabilize the pt. The procedure was not completed and the pt condition post-procedure is reported as stable in atrial fibrillation.

Manufacturer narrative:
Review of the device history records was not possible, as the lot number for the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.